Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of high capture thresholds and low pacing lead impedance were not confirmed. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance. The rv lead was planned to be repositioned. During the procedure, it was observed that the rv lead's helix failed to extend. The rv lead was explanted and replaced. The patient was discharged.